Event description:
It was reported that the procedure was to treat a lesion in the right anterior tibial artery with no tortuosity and moderate calcification. An unknown whisper guide wire was prepped per the instructions for use and advanced into the patient's anatomy without any resistance noted. However, the radiopaque tip marker separated. The patient was taken into surgery in order to remove the separated portion. There was no adverse patient sequelae post surgery and there was a clinically significant delay in the procedure since the patient was sent to surgery to have the separated tip marker removed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.